Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the server was unable to open database. The remote deployment specialist deployed package, restarted the service to resolve the issue. The system functioned as intended after the remote deployment specialist troubleshooted the device.

Event description:
It was reported by the customer that on (B)(6) 2025, the bd pyxis¿ medstation¿ es was unable to open the database dsclientoltp. The customer indicated that they restarted the device. This resulted in the inability and delay to dispense medications to a patient in the oncology department. There was no report of adverse event or harm to the patient.